Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited greater than upper limit high voltage lead impedance. The patient presented in clinic and the device was reprogrammed. The issue was resolved. Patient was asymptomatic and stable.